Event description:
It was reported that this right atrial (ra) lead was explanted due to a high pacing threshold. During the explant procedure it was noted that the helix tip could not be retracted and manual traction was used. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a high pacing threshold. During the explant procedure it was noted that the helix tip could not be retracted and manual traction was used. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned right atrial (ra) lead was analyzed. Visual inspection confirmed deformed conductor coils approximately 163 and 180mm from the terminal pin with other points of stretched and deformed conductor coils evident.. The helix was extended and deformed, with dried blood and fluid noted. The helix mechanism was not functional due to the deformation, confirming the allegation in the complaint. Resistance and pressure testing was then performed on the lead, verifying the electrical performance and insulation integrity. The high pacing threshold allegation could not be confirmed as the testing showed normal resistance levels and no conductor issues. Helix deformation and extension-retraction issues are well documented in the industry with active fixation leads. Finally, a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.